Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured which resulted in a leak. This event occurred during filling with an unspecified medication before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17j017 was manufactured september 12, 2017 ¿ september 15, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. The photograph shows evidence of bladder rupture. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.